Manufacturer narrative:
Based on the nature of the complaint and lack of product return and evaluation within 30 days of the complaint, ndi acknowledges the lateness of this report. Corrective actions are in-process. (B)(4).

Event description:
Consumer complaint of low results. Control solution test in range. Back to back blood test results were lo and lo. New vial of test strips gave a glucose result of 148 mg/dl. No adverse event or medical intervention reported.